Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation at the third party service center, a malfunction of the external flow sensor was observed. The external flow sensor was replaced to address the issue.